Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report number 1221359-2022-01566.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for two patients with one lot. This MFR. Report addresses patient 1 of 2. The customer reported a conflicting result the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was performed as follows: two unknown antigen tests performed on an unknown date generated positive results. An additional test with the ID now covid-19 assay performed on (B)(6) 2022 generated positive results. Confirmation testing was not performed. The customer stated the patient was symptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This MDR was a duplicate submission with MDR 1221359-2022-1622. Any further information regarding this event will be reported under that MDR.